Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Initial notes: mom (B)(6) the revel isn't work anymore. My daughters pump is not working. Every day she is going through batteries and it just beeps. Inquired what led up to the complaint. Customer response: customer has to replace the batteries daily. Customer's outcome pertaining to the complaint: I am overnighting the battery cap. Customer to monitor the pump and call back if she is having to change daily, I advised that we can look at replacing the pump then. Additional notes: she just changed the battery and it says half full. Customer is using the (B)(6) aaa. I advised that sometimes these caps will build up residue. I suggested cleaning the cap. Before I got a change to advise how to clean, mom had cleaned the cap and the batt level was the same. I advised that if there was a bad contact. Unable to t/s low battery as there isn't a low batt alarm now. Past event. Customer is having to change out the batteries often. No damage to the pump. I advised that I will overnight a battery cap and if the issues continues to call back. No t/s available. Ship: 1 mmt-638b/return: nothing.